Event description:
Boston scientific received information that during a routine in-clinic follow up, this pacemaker was observed to be in safety mode and exhibited three fault codes indicating an unrecoverable device reset. It was noted that the patient had been in contact with a welding machine. Boston scientific technical services (ts) recommended device replacement. An invasive procedure was performed. The device was successfully explanted and replaced. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that brady therapy remained available. Review of device memory identified three faults. The faults resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.